Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia and diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was over 400mg/dl and at the time of incident. The customer declined troubleshooting. The customer experienced symptoms such as vomiting related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.